Event description:
The stretta procedure was performed on one (1) patient for the treatment of gerd. The procedure used one (1) stretta catheter, was completed without complication, and the device performed to specification. Patient complained of chest pain post-treatment, and was admitted for observation. Patient later started retching and vomiting, leading to boerhaave's syndrome. Patient was treated through a thoracotomy, mediastinal drainage, and placement of jejunostomy feeding tube. Patient was discharged on pain medication, event resolved, reported as recovered.